Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: the bolus button cover was detached and missing. Unrelated to the original complaint, the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was under responsive to user presses. The reporter also stated that the audio bolus button cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.